Event description:
Analysis of the lead was completed on (B)(4) 2013. Analysis of the returned lead portions confirmed the high impedance. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed. During the visual analysis of the returned 280mm portion of the positive connector ring quadfilar coil appeared to be broken approximately 50mm from the connector boot, in the area of an abraded opening. The mating portion of the broken connect ring quadfilar coil break was not returned. An abraded opening was observed on the outer silicone tubing approximately 51-61mm from the end of the connector boot with the negative connector pin inner silicone tubing and quadfilar coil stretched and pulled through the opening. The positive connector ring inner silicone tubing appeared to be abraded open approximately 51mm-52mm and at 61mm from the connector boot. An abraded open/tear was observed on the outer silicone tubing approximately 11mm from the end of the cut/torn outer silicone tubes. The inner silicone tubes extended approximately 100mm past the end of the cut/torn outer silicone tubing. An abraded opening was observed on one of the inner silicone tubes, with the quadfilar coil pulled and looped through the opening. An abraded opening was observed on the outer silicone tubing approximately 41mm from the end of the cut/torn outer silicone tubing. The other end of the outer silicone tubing appeared to be abraded open/torn. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: metal fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be white deposits were observed inside the outer silicone tubing. Energy dispersion spectroscopy (provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sulphur and calcium. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the finding in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to high impedance. Analysis of the pulse generator was completed on (B)(4) 2013. During attempted monitoring it was noted an irregular waveform then failure to communicate. During the decontamination process, fluids leaked in the pulse generator case through the puncture. This resulted in corrosion on the positive battery terminal shorting to battery case (negative of battery) and depleting the battery. Foreign matter was observed on the pcb due to the fluids leaking through the puncture in the case. Due to the battery condition (possible lead in seal area) the battery was not stored with module but will be placed in storage for disposal. A successful communication result at decontamination demonstrates that the battery was functional in its "as-received" state. The can damage and adverse effect to the battery are both related to the explant process. The module performed according to functional specifications. Other than the leaking of the fluids in the pulse generator case, there were no conditions noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported on (B)(6) 2013 that the patient undewent generator and lead explant on (B)(6) 2013. The patient was explanted and no replacement was implanted. The reason for explant was not known. Further follow-up revealed that the patient was explanted because the patient's parents felt like it never really worked for him and since it had been programmed off for so long they just had it removed. The generator and lead were returned to device manufacturer on (B)(6) 2013. Analysis is pending; however, has not been competed to date.

Manufacturer narrative:
Conclusions code: device malfunction is suspected, but did not contribute or cause a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During a review of the patient's programming history in the manufacturer's database to perform a battery life calculation, it was notice that the patient had high impedance on a system diagnostics test performed on (B) (6) 2009. The battery life calculation resulted in approximately 1.3 years until eri=yes. The device has been disabled at this time. The patient is not having any adverse events at this time. Good faith attempts to obtain additional information have been unsuccessful to date.